Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of a dehp solution administration set that was impossible to be disconnected. According to the reporter, at the set disconnection step, the rotative luer separated and the male part of the luer blocked in the 3 ways stopcock. The distal luer lock blocked in the female luer port of the catheter and the entire administration line needed to be changed, which delayed therapy and increased the risk of infection. There was no patient injury or medical intervention needed. No additional information is available.